Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 01:59:44. During night drain cycle one, the patient's ultrafiltration reading was 1768ml, indicating the home patient (hp) drained 1768ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. This complaint is an ancillary service event. The cause was determined to be a false empty detect at initial drain and initial-drain alarm volume was met. Should additional relevant information become available, a follow up medwatch will be submitted.